Manufacturer narrative:
A proper evaluation could not be performed due to the stent not being returned to our facility. The customer has indicated the product and the package with the lot number was discarded at the user's facility. The lot number was unknown; therefore, we could not check to see if stock with the same lot number was available to perform an evaluation. Should additional information become available, it will be forwarded to the FDA.

Event description:
"The stent was placed. Approx three months later, this is the first time to try to withdraw the stent, but the pigtail coil in the bladder broken off when the doctor pulled the coil part down. In the same month, tried with the percutaneous procedure with utraxx, but the doctor had to give up to heavy bleeding. Placed a malecot catheter 24fr. The following month, removed the stent. The doctor needed three operations to remove the stent."